Event description:
Patient 1 of 2. The autopulse platform (sn unknown) was used to resuscitate a patient in cardiac arrest. The user installed the new lifeband (lot# unknown) to use with the platform, however, the four locking tabs on the lifeband cover plate were not clipping into place and as a result, the platform displayed the "lifeband not installed properly" message. The crew reverted to manual CPR for the rest of the call. The patient's status information was requested but the customer did not provide a response. For patient 2 of 2, see MFR (B)(4).

Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.